Manufacturer narrative:
Due to character limit in the e1 section the full event site name is (B)(6). The device was not returned and could not be evaluated. It was retained by user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
User called into emergency support program (esp) line to request support with a catheter restriction alarm happening every 5 minutes. The iab was inserted axillary and there is no blood or visible kinks. User was able to resume therapy each time but it started alarming again in few minutes. The esp personel explained the off label use, and they are aware. The esp personel had reviewed and discussed the troubleshooting steps to the user in detail. The alarm did not happen during the callno harm or injury reported.